Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was not connecting and emitted smoke. The patient tried to find the communicator power cord. The patient using the communicator, plugged-in a different power cord. The patient smelled smoke coming out from the communicator. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.